Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported e7 (electronic) error was displayed on the infusion device 2 days ago and he was able to troubleshoot to clear the error but the error recurred. On (B)(6) 2011, at 12:00 pm his blood glucose measured 26-28 mmol/l (468-504 mg/dl) and he changed the insulin cartridge and infusion set. When he restarted, the infusion device e7 displayed. He removed and reinserted the battery but was unable to clear the error. The patient alleges the infusion device does not accurately deliver insulin. He also stated, the volume is very low. The volume was on the lowest setting and he was assisted in changing it. He stated that he did not lower the volume. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.